Manufacturer narrative:
The investigation has confirmed that this item would have had a sterility expiration date of july 2007 as stated. The root cause is attributed to user error. The investigation has determined no item from this lot was distributed in an expired state. No process error was identified. Based on the investigation, the need for corrective action is not indicated.

Event description:
Upon opening component, it was observed to have an expiration date of july 2007. The implant was autoclaved for 10 minutes using steam. Surgery was delayed by 20 minutes.